Manufacturer narrative:
Other, other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. G3: australia.

Event description:
It was reported that the in-line filter was leaking from the vent. No adverse patient effects were reported.